Event description:
It was reported that the patient programmer pp showed their ins battery was depleted. The patient said their face started "spazzing out really bad" when charging the ins on thursday, (B)(6) 2023, so they checked their ins with the pp and saw that the therapy was off. The patient said they could turn the therapy back on, and everything calmed down. The patient noted they were still "a little spasmy, but not horrible." The patient stated that they were okay on friday, but on saturday, (B)(6) 2023, they woke up and could not walk, which the patient said had not happened since before they had their first ins implanted. The patient checked their ins with the pp on saturday and saw the synchronize screen. The patient did not know what the synchronize screen meant (the agent reviewed the meaning). The patient said they had been crawling since then and had muscle spasms all over. The patient added that they had dystonic storms and "full body episodes." The patient said they called their neurologist and spoke to a nurse who told them it could take a couple of days for everything to return to normal after turning the therapy back on. However, the patient said that their symp toms have not improved since saturday. The patient stated that the nurse told the patient they could come in for an appointment to interrogate the ins or go to the ER if their spasms got worse. The patient's nurse also advised the patient to call the manufacturer to see if any troubleshooting could be done. The agent had the patient check the ins with the pp, which indicated the therapy was on, the ins battery level was ok, and group a was active. The patient was redirected to their healthcare provider to address the issue further.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the cause of the battery depleting and therapy being off was due to them forgetting to charge the battery and they only realized this once they started having increase dystonic symptoms. The patient didn¿t know how many days the device was turned off as they also had trouble walking and increased full body spasms. To resolve the issue the patient contact the manufacturer and turned the battery back on and their symptoms went back to baseline.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.